Manufacturer narrative:
(B)(4). Investigation results - it was reported that: ""the hub fell off the device. The hub fell off outside the patient". It was also reported that no section of the device remained inside the patient body. The product caused the need for additional procedure. "There are no adverse effects reported on the patient due to this occurrence. The patient came back 2 days later to replace the tube". Product was not returned and no photos of the complaint device are available. A complete review of complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions (mi), quality controls (qc), and specifications was conducted to aid in complaint investigation. Instructions for use (IFU) contain detailed instructions for use, with the following precautions: "these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. Manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. When inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or angling of suture. A tfe-coated wire guide must be used with ultrathane catheters. Activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. Catheters should be irrigated on a routine basis to ensure function. Patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. It is recommended to use a wire guide when removing a locking loop catheter. The peel-away pigtail straightener, if present, is not to be used as a vascular introducer sheath. The potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects". The lot number is currently unknown. The drawing "macloc multipurpose drainage catheter with hydrophilic coating / hydrophilic coating and embedded marker band" describes the device in detail and mention for this device, the manufacturing instructions manufacturing instructions and the quality control documents. Manufacturing instructions "mac-loc locking loop catheter final assembly for various ult catheters" mention all the materials, operations and the labor procedures for a proper and correct device manufacturing. The quality control "final inspection for mac-loc locking loop catheter" instructs on verifying extensively the device against various types of defects: inspect catheter as follows: verify correct type and outside diameter of tubing. If applicable, bonded area must be correct type. To manipulate locking mechanism: locked ¿ while holding proximal fittings in one hand, push down on the lever until it snaps into place. Unlocked ¿ while holding proximal fittings in one hand, insert checker tool under lever and pry upward. (Checker tool kept in qc area). Verify mac-loc assembly is function able. Verify suture is secure when catheter is in locked position. Inspection method: pull on proximal suture string until curve is closed. Lock catheter in place. Curve must be completely closed. Tug once at the proximal end where suture extends and tug once where suture is pulled together to form curve. Unlock catheter (leave unlocked)." Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Minimal information was provided to assist with this case. The complaint was confirmed based on the customers testimony. Quality control measures were opened to manage the risk associated with this type of events having as scope "an increase in hub separation and hub leakage complaints on ult catheters with mac-loc". Per risk analysis conclusion, additional risk reduction is not required. Cook, inc. Will continue to monitor for similar complaints.

Event description:
The hub fell off the device outside of the patient. Two days later the patient returned to have the tube replaced. The patient did not experience any additional adverse event due to this occurrence. There were no unintended sections of the device that remained in the patient.